Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was seen at the clinic and a data file was retrieved. There was no set plan at the time of this information unless something was found on the data file that could explain the event. The patient was doing well with his coverage and therapy. This event will be updated if additional information is received.

Event description:
It was reported that one week prior to the call the patient fell on their back and left side where the implantable neurostimulator (ins) was located. The patient saw their health care provider (hcp) on (B)(6) 2015 and xrays were taken however the results were unknown. Since then, the stimulator is not keeping their number settings and was going up and down on its own and would ¿turns stuff up by itself.¿ the ins does not stay at the setting it is set at. They also noted not being able to make adjustments to the stimulation. The patient was with their manufacturer representative and it was noted that when the patient was in a specific position their patient programmer would show it was in transition however the clinician programmer would show the patient was in the proper position. The manufacturer representative attempted to adjust the position zones to minimize the transition zone time and a new program was added but the patient programmer was still showing the transition zone. The bottom row of the patient¿s patient programmer was not complete and was displaying lines. While on the call the error message 006 displayed on the patient programmer but then resolved while on the call. The patient was sent a replacement patient programmer and antenna but it did not resolve the issue. The manufacturer representative noted that the impedances were fine and their coverage was good so they do not believe there was anything wrong with the lead itself. As of (B)(6) 2015, the manufacturer representative was working on setting up an appointment with the patient to retrieve the data files after which time further steps would be taken. Upon return of the patient programmer it was found the lcd screen was broken so it was replaced. The antenna jack was also re-soldered as a preventative measure. No interventions or outcome was provided at the time of the report however additional information has been requested and if received a follow-up report will be sent.